Manufacturer narrative:
There are visible indentation marks on delrin cup. Cup pusher was either impacted on or used as an impaction device. However, cup pusher is designed to apply pressure during cemented fixation of plastic acetabular cups to the acetabulum for total hip replacement.

Event description:
Uf ref# (B)(4).